Event description:
It was reported that the system would not display an image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and fuses. The system operates as intended.